Event description:
A us distributor reported that a monitor was experiencing abnormal shutdowns and won't power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdown and won't power up) was isolated to contamination in the sd slot causing the unit to not connect to the charger. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.